Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported kinked cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported her blood glucose was reading 285 mg/dl and about an hour later it reached 290 mg/dl. She could smell and fell insulin leaking. Upon inspection, she noticed the cannula was kinked.